Event description:
It was reported by the customer that the safety lever is bent and difficult to fire the device. There have been no patient consequences reported.

Manufacturer narrative:
H3. Evaluation summary: the holster was returned to the analysis site due to reports that the safety lever is bent. The analysis results found that the holster's safety will not engage properly because the safety latch lever is bent. The e-clip was damaged during disassembly. The site replaced the safety latch to correct the complaint. The site also replaced the fork screw and e-clip. The holster was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.